Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure for m1 occlusion, the physician used direct aspiration and stent retriever with aspiration techniques in an attempt to remove a clot at m1. It was reported that there was a slight stenosis near the m1 occlusion site, which was reported to be due to patient's disease and was not related to any devices used during the procedure. The stenosis in the m1 vessel caused some friction when introducing the devices into this portion of the anatomy. The physician completed 1st pass with the subject guidewire wire during the thrombectomy. During the 2nd pass, the distal end of the subject guidewire detached and was left in patient¿s neuro anatomy. The physician was able to use already in use aspiration and aspiration catheter/sheath to remove the broken piece of the subject guidewire from the patient's anatomy. It was reported that the patient's stenosis was not treated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal end of the subject guidewire detached inside the patient's anatomy during the procedure. The procedure was completed by using aspiration to remove the distal end of the synchro tip from the anatomy. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, and the patient's anatomy was not tortuous. It was also noted that due to slight stenosis in the m1 vessel, the physician did encounter some friction when introducing the devices into this portion of the anatomy. In the case of this complaint, it is possible that advancing the guidewire against friction in the anatomy may have contributed to the reported fracture. However, this could not be definitively determined from the investigation as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure for m1 occlusion, the physician used direct aspiration and stent retriever with aspiration techniques in an attempt to remove a clot at m1. It was reported that there was a slight stenosis near the m1 occlusion site, which was reported to be due to patient's disease and was not related to any devices used during the procedure. The stenosis in the m1 vessel caused some friction when introducing the devices into this portion of the anatomy. The physician completed 1st pass with the subject guidewire wire during the thrombectomy. During the 2nd pass, the distal end of the subject guidewire detached and was left in patient¿s neuro anatomy. The physician was able to use already in use aspiration and aspiration catheter/sheath to remove the broken piece of the subject guidewire from the patient's anatomy. It was reported that the patient's stenosis was not treated. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.